Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy the user experienced an incomplete seal using the synchroseal instrument (lot #l10220711-0413) and encountered an ¿inspect jaws for damage¿ error message. A second synchroseal instrument (lot #l10220711-0396) was installed but also displayed the same error message. According to the initial reporter, at the time the event occurred, the surgeon was attempting to dissect tissue which had excess moisture and bleeding occurred. As a result, the procedure was converted to open surgery in order to control the bleeding. The bleeding was described as being mild to moderate and the estimated blood loss was 50 cc. According to the surgeon, the instrument functioned properly for one hour at which point the customer experienced improper/incomplete sealing and tissue sticking to the instrument jaws. There was minimal to no tension on the lung vessel being sealed. No evidence of vessel calcification was noted. The vessel was not greater than 5mm in diameter. Tissue effect was observed during the sealing cycle(s). The instrument jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted.

Manufacturer narrative:
Isi has received the synchroseal instrument (lot #l10220711-0413) involved with the reported event and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. No sealing issues were observed during in-house testing. The grip force test was performed and passed. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. A follow-up MDR will be submitted if additional information is received. The system logs were reviewed by an isi failure analysis engineer (fae). Per the fae, both synchroseal instruments experienced intermittent ¿cut electrode shortage¿ failures during the case. This error is likely due to too much fluid in between the jaws or tissue stuck on the jaws when energy is activated. After encountering the failures, the instruments were able to cut and seal successfully. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy, the synchroseal instrument did not sufficiently complete a seal. In order to control bleeding, the surgeon elected to convert the surgical procedure to open surgery. The cause of the customer reported failure mode is unknown. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the 2nd synchroseal instrument (lot #l10220711-0396) involved with the reported event.

Manufacturer narrative:
New information can be found in fields: g3, g6, h2. Analysis information can be found in field: h10. The synchroseal instrument was further reviewed by an failure analysis engineer (fae), and the initial fa findings were confirmed. The instrument was placed on an in-house system and passed all tests performed. The instrument was fully functional. In addition, the e-100 (generator) logs were reviewed and there were some cases of the cut electrode being shorted. However, the user was able to properly use the sealing function after these errors occurred. These errors are usually caused by too much fluid in between the jaws or activating energy when grabbing onto something conductive.

Event description:
Refer to h10/h11 for follow-up information.